Event description:
Catheter inserted 5/22/94, for inpatient medications and fluids. Because of thrombus formation on previous pt, physician elected to remove line as this was a cardiac pt. On catheter removal, catheter displayed fibrin/blood on exterior segments. Catheter sent to pathology for analysis. Catheter was modified to proper length according to directions provided by co dated 5/11/94.